Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose level was 346 mg/dl at the time of the incident. The customer was assisted with troubleshooting and the display did not return. The customer also noted a crack on the reservoir compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The pump was monitored for 24 hours with multiple basal rates and no blank display or display anomaly was noted during testing. No damage inside the pump was noted. The pump functioned properly during functional checks, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart and all operating current measurements. The pump was received with minor scratches on the display window and a broken reservoir tube lip.